Event description:
It was reported that when using the bd pyxis¿ medbank mini user was attempted to issue an item through smart remote manager, but the drawers failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers did not open. A technical support specialist (tss) received a report that an item could not be issued because the drawer would not open and remotely accessed the station to investigate. The tss confirmed that the item was assigned to a qlock drawer and identified that the required zone was not activated, then enabled the zone and verified that the user was able to issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the issue.